Manufacturer narrative:
Aborh testing was performed with in-house donor samples of known abo/rh types, using retention anti-a, lot 101676, and anti-b series 3, lot 203224, on in-house galileo. These reagents were used at the time of the event. A1 referencell, lot 111664, and b referencell, lot 113664, were used for reverse grouping. All in-house donor samples typed as expected. Aborh testing was performed with the customer's returned donor sample, using retention anti-a, lot 101676, and anti-b series 3, lot 203224, on an in-house galileo. A1 referencell, lot 111664, and b referencell, lot 113664, were used for reverse grouping. The sample was interpreted as b-positive. Hemagglutination tube testing was performed with the customer's donor sample, using retention anti-a, lot 101676, and anti-b series 3, lot 203224. A1 referencell, lot 111668, a2 referencell, lot 112566, b referencell, lot 113668 r, and o referencell, lot 114072, were used for reverse grouping. The sample exhibited 4+ reactivity with anti-b and 1+ reactivity with a1 referencells at is. The sample was incubated at rt with anti-a for 60-minutes;it exhibited 1+ mixed-field reactivity. The galileo operator manual indicates that the galileo does not differentiate mixed field reactions.

Event description:
Customer reports that a donor sample was tested on the galileo and resulted as b positive. The unit had been labeled as a b positive unit. It was sent out to a hospital; the unit segment they tested resulted as ab positive.